Event description:
It was stated that the catheter deflated during treatment. The customer stated that the catheter wall filled with the correct amount of saline solution and was inserted into the patient. The treatment went under way with no problem during ramp up after one minute into the treatment the patient complained. The doctor checked and pulled on the catheter and the catheter came out of the patient, the balloon deflated while in the patient.